Event description:
It was reported that during a procedure with this fiber, the tip fell off inside the patient, and it had to be retrieved with a forceps during the procedure. Another fiber was used to complete the procedure.

Event description:
It was reported that during a procedure with this fiber, the tip fell off inside the patient, and it had to be retrieved with a forceps during the procedure. Another fiber was used to complete the procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis, where it was visually and microscopically examined. No anomalies were found with the visual examination as the fiber body did not exhibit any break and it was received in one piece. Microscopic inspection of the tip revealed that the tip was broken. There was no indication in the complaint that the product was not used in accordance to the labeling. The instructions for use state: the co2 laser fiber is designed to be used in non-contact mode. Keep inadvertent contact between the fiber tip and tissue to a minimum. Firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. Based on the information available and analysis results, it was possible to confirmed the reported clinical observation.